Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the battery connector pins on the top side of both of the battery bays were loose which was causing the intermittent loss of power. After tightening the battery connector pins, proper device operation was observed through functional and performance testing.

Event description:
The customer reported that during a patient event, their device lost power while monitoring the patient. The patient's blood pressure and end tidal co2 was being monitored when the device suddenly lost power. The customer stated that they were able to replace one of the batteries in the device, which appeared to be depleted, and the device was able to be powered back on to continue care. There was no report of any adverse effects caused to the patient as a result of the reported issue.